Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
End user began experience a high level of bladder pain. He sought treatment at the ER. The cause of the pain was rupture of the balloon. The ic is replaced every 4 weeks at his urologists' office. The ic was due to be replaced on tuesday (B)(6) 2017. Upon examination at the ER, the nurse attempted to reduce the balloon, but since it ruptured, there was nothing to reduce. The catheter was removed and replaced with a new one. The ER department conducted "a scan" (ultrasound?) And no evidence of material was noted. Patient was discharged after 4 hours.